Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-jul-2022 to 17- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station went into offline due to network certificate update issue. A field service engineer updated the network certificate and unchecked the option for automatically connect on all other networks, connected to the proper network to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es systems appeared offline in remote support services application and remain disconnected following the operating system update, preventing the users to login and delayed two scheduled procedures. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the network certificate was updated which may have led to a disconnect and reconnect issue for forty stations across three sites. A field service technician unchecked automatically connect on all other networks and connected to a proper network to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es systems appeared offline in remote support services application and remain disconnected following the operating system update, preventing the users to login and delayed two scheduled procedures. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.